Manufacturer narrative:
Continuation of concomitant: 5076-52 lead, implanted: (B)(6) 2010; 690r36 heart ring implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds on the lv tip the right ventricular (rv) coil vector. It was also reported the lv lead exhibited no capture at near maximum output on other vectors. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.